Event description:
Advancement of a coronary stent with delivery system to the target lesion site in the pt's circumflex artery required manipulation of the device due to vessel tortuousity. Attempts to deploy the stent at an inflation pressure of 7 atm were unsuccessful. The stent had migrated off the balloon catheter proximally. Angiography revealed a partial dissection of the coronary vessel with subtotal occlusion. The sds and stent were withdrawn from the pt without complication. Another MFR's coronary stent was successfully deployed at the area of dissection. There were no add'l clinical sequelae reported relative to the event.